Event description:
The customer reported the ventilator alarmed due to a vent inop data acquisition pcba adc reference failure. The customer reported the device was in use and there was no patient harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer was unable to duplicate the reported problem. The biomedical engineer reported that the unit was run for several days with no repeat of the reported problem. Per the biomedical engineer no part was replaced.